Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/7/2024, it was reported by a sales representative via email that an ar-1588rtt2-ib fibertag tightrope ii broke as the aci was being tensioned. The fibertag tightrope ii stayed in the patient and was backed up with a swivelock. This was discovered during an aclr procedure on (B)(6) 2024. Additional information received on 11/13/2024: the case was completed using another ar-1588rtt2-ib fibertag tightrope ii. The case was delayed thirty minutes with additional anesthesia for the added time.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on visual inspection, analysis and the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.